Manufacturer narrative:
The alb2 reagent lot number was 909757 with an expiration date of 31-jan-2027. Qc alarms occurred on the day of the event. The investigation noted a sudden shift in the main water pressure contributing to inefficient washes, cell overflow, and imprecision in assays with pre-dilution. Based on the information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter questioned the results for multiple patient samples tested for multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for albumin gen.2 (alb2). The initial result was 45.9 g/l. The repeat result was 85.8 g/l.